Event description:
A false positive advia centaur cp troponin ultra (tni-ultra) result was obtained for a patient sample. The patient sample was tested on the siemens dimension rxl platform and the result was negative. The negative result matched the patient's clinical picture. The patient sample was tested again on the advia centaur cp and dimension rxl. The results were positive on the advia centaur cp and negative on the dimension rxl. A second sample was drawn three hours later and the results were positive for the advia centaur cp and negative on the dimension rxl. The negative result was reported to the physician. The patient sample was sent to a sister laboratory and tested on the advia centaur xp and the results were positive. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The data for the patient sample was reviewed and no imprecision was found. The patient sample was run several more times. The patient sample reproduced the same result at the sister laboratory on the advia centaur xp. Therefore, no hardware problems related to the advia centaur cp. The cause for the discordant troponin ultra result is unknown. The patient sample is not available for further testing and investigation to rule out sample interferent. The calibration and quality control data were reviewed and was within acceptable limits. The instrument is performing within specifications. No further evaluation of the device is required. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi." The instruction for use states in the limitations section: "heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis. Samples from patients receiving preparations of mouse monoclonal antibodies for therapy or diagnosis may contain human anti-mouse antibodies (hama). Such samples may show either falsely elevated or falsely depressed values when tested with this method."